Manufacturer narrative:
Corrected information: the symptom was reported to have occurred at the initial inspection of the device as an out of box failure. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which was reproduced during evaluation. Upstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be a upstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarm during incoming inspection in the biomed service department. There was no patient involvement. No additional information is available.